Manufacturer narrative:
The customer¿s experience of the device not alarming when the infusion completed was confirmed. The pcu event log shows the user programmed a delayed start with no callback after. At 12:43 pm on (B)(6) 2019 pump module alarmed infusor_flo_stop_open. Pvi=23.279ml at 12:44 pm on 31 january 2019 pump module selected soft key 11 (restore) is selected and vtbi was set to 6ml. Soft key 11 (delay) was selected and set for 5 minutes. **default setting for call back on device is set to none**. Pvi=23.279ml at 12:49 on 31 january 2019 the delay set by user ends and the infusion is started. Pvi=23.279ml at 4:50 pm on 31 january 2019 pump module stopped infusion complete / infusor_stopped pvi=29.281ml a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported that the alaris pcu and pump module was infusing tpn in the nicu when the device displayed "infusion complete", however, the device did not make an audible or visual alert informing the end user that the infusion was completed. The customer further states that the tpn arrives to the unit already spiked. There was no patient harm.